Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the system will not power on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 21may2020. B4: 22may2020. The device was evaluated by the manufacturer's field service engineer (fse) and the reported issue was confirmed. The fse replaced the ac (alternating current) inlet and power supply to address the reported issue. After this repair the device is now functioning as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.